Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned all the medications are not populating on all the stations. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned all the medications are not populating on all the stations. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications failed to populate on all stations. A technical support specialist (tss) dialed in and restarted services but failed again shortly after. According to the event viewer, a process had initiated the restart of computer on behalf of user system for planned maintenance after operating system updates. The tss mentioned that the issue was likely related to the customer-owned database (db) and suspected that the db servers were down. The tss then advised the customer to involve facility information technology to check the db server. The customer db team had restored the problem and the tss confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot and the customer resolved the issues of the device.